Manufacturer narrative:
No investigation required since no problem occurred. Correction: no failure could be identified as a result of the investigation.

Event description:
Pain: vagina [vulvovaginal pain]. Tampon was stuck and could not be taken out: vagina [foreign body in reproductive tract]. Experienced pain as the tampon was stuck [medical device site pain]. Tampon was stuck, could not be removed and experienced (pain) [complication of device removal]. Discomfort: vagina [vulvovaginal discomfort]. Experienced discomfort when using tampon [medical device site discomfort]. Case narrative: consumer reported via e-mail that the tampon was stuck and she could not remove it. No serious injury reported.

Manufacturer narrative:
No investigation required since no problem occurred.

Event description:
Pain- vagina [vulvovaginal pain]. Tampon was stuck and could not be taken out- vagina [foreign body in reproductive tract]. Experienced pain as the tampon was stuck [medical device site pain]. Tampon was stuck, could not be removed and experienced (pain) [complication of device removal]. Discomfort- vagina [vulvovaginal discomfort]. Experienced discomfort when using tampon [medical device site discomfort] case narrative: consumer reported via e-mail that the tampon was stuck and she could not remove it. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Pain- vagina [vulvovaginal pain]. Tampon was stuck and could not be taken out- vagina [foreign body in reproductive tract]. Experienced pain as the tampon was stuck [medical device site pain]. Tampon was stuck, could not be removed and experienced (pain) [complication of device removal] . Discomfort- vagina [vulvovaginal discomfort]. Experienced discomfort when using tampon [medical device site discomfort]. Case narrative: consumer reported via e-mail that the tampon was stuck and she could not remove it. No serious injury reported.